Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The ins was reset and adjusted and the stimulation and inability to recharge issues were resolved.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the last time they felt stimulation was (B)(6) 2016; it was unknown when the last successful recharge session was. The ins would not take a charge going back to (B)(6) 2016. The reason for not charging was unknown. The "poor communication" screen had appeared on the patient programmer (pp) since (B)(6) 2016. The patient was not able to communicate with the implantable neurostimulator (insr). Indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.